Manufacturer narrative:
Ge healthcare investigation has determined that customer did not follow ge healthcare pre-installation requirements. The ge healthcare contractor reinforced the ceiling-suspended support to ensure its stability and structural integrity. The contractor provided ge healthcare with certification and a structural analysis of the substructure. A ge healthcare representative conducted an inspection and confirmed that the support was stable, with no abnormal noise observed from the monitor during movement. No further actions are planned by ge healthcare. There are no patient identifiers as there was no patient involved.

Manufacturer narrative:
Legal manufacturer: hcs buc - 283 rue de la miniere france buc yvelines, 78530.

Event description:
Customer reported a creaking noise from the ceiling substructure which supports the ge healthcare innova 540 vascular system monitor suspension. The noise was likely due to uneven loading, causing vibration and the potential risk of the monitor suspension falling. The monitor did not fall and there was no injury reported. Ge healthcare's investigation is on going.